Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer;s territory manager reported via phone call that the insulin pump keys were not responding properly and mainly the act key but all of them were not responding. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer stated that the time clock for one minute was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.